Event description:
This unsolicited case from united states was received on 08-jan-2018 from the physician assistant. This case concerns a (B)(6) year old female patient who received treatment with synvisc injection and after 7 days the patient experienced diarrhea, muscle cramps, joint pain, joint stiffness and after 5 days fluid aspirated from right knee joint. No relevant medical history, past drugs and concurrent condition was reported. On (B)(6) 2017, the patient received treatment with intra-articular synvisc injection (dose, frequency, indication, lot number and expiration date: not reported). On (B)(6) 2018, the patient received second injection of synvisc one. The day after second injection of synvisc, patient reported joint pain and stiffness, diarrhea and muscle cramps (latency: 7 days). On (B)(6) 2018, 25cc of brown fluid aspirated from right knee joint (latency: 5 days). Patient was also put on cefalexin monohydrate (keflex). Patient was not able to go to work due to pain. Action taken: unknown. Corrective treatment: cefalexin monohydrate for all. Outcome: unknown for all. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criterion: required intervention and disability for all pharmacovigilance comment: sanofi company comment dated 12-jan-2018: this case concerns a patient who received synvisc injection and later had diarrheas and muscle spasms. Based upon the information available, the causal role of the product cannot be denied for the occurrence of events. However, there is no information regarding the technique of injection and whether aseptic conditions were maintained during the injection. Further information regarding patient's current clinical presentation, medical history, concomitant medications and other risk factors precludes the complete medical case assessment.

Event description:
This unsolicited case from united states was received on 08-jan-2018 from the physician assistant. This case concerns a (B)(6) year old female patient who received treatment with synvisc injection and after 7 days the patient experienced diarrhea, muscle cramps, joint pain, joint stiffness and after 5 days fluid aspirated from right knee joint. No relevant medical history, past drugs and concurrent condition was reported. On (B)(6) 2017, the patient received treatment with intra-articular synvisc injection (dose, frequency, indication, lot number and expiration date: not reported). On (B)(6) 2018, the patient received second injection of synvisc one. The day after second injection of synvisc, patient reported joint pain and stiffness, diarrhea and muscle cramps (latency: 7 days). On (B)(6) 2018, 25cc of brown fluid aspirated from right knee joint (latency: 5 days). Patient was also put on cefalexin monohydrate (keflex). Patient was not able to go to work due to pain. Action taken: unknown. Corrective treatment: cefalexin monohydrate for all. Outcome: unknown for all a pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4) the product lot number was not provided; therefore a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Seriousness criterion: required intervention and disability for all additional information was received on 31-jan-2018. Global ptc number and ptc results were added. Clinical course updated. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment follow up dated 31-jan-2018: follow up information did not change the previous case assessment. This case concerns a patient who received synvisc injection and later had diarrhes and muscle spasms. Based upon the information available, the causal role of the product cannot be denied for the occurrence of events. However, there is no information regarding the technique of injection and whether aseptic conditions were maintained during the injection. Further information regarding patient's current clinical presentation, medical history, concomitant medications and other risk factors precludes the complete medical case assessment.